Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin result. The ccc evaluated the instrument and found no instrument issues. Quality controls were within range. The customer put on new flex on (B)(6) 2017 and calibrated and reran the patient samples run between (B)(6) 2017. The customer put new lamp and aligned. A siemens headquarter support center (hsc) specialist evaluated the data related to the event and determined there was no system malfunction. The ccc guided the customer to check and follow the tube spin speed recommendations set by tube manufacturer. Lab supervisor indicated the issue was that techs were stopping centrifuge short of time perhaps manually which stirs up the cells. Supervisor will address this as an in-house issue. The cause of the discordant troponin result is due to sample handling. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00625, 2517506-2017-00626 and 2517506-2017-00627 were filed for the same event.

Event description:
A discordant, falsely high troponin result was obtained on a patient sample on dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same instrument, and recovered lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin result.